Manufacturer narrative:
Evaluation was limited to the returned suture as the device and anchor were not received. The suture ends show a difference between the manufactured pre-cut end and the fractured end. As the device and anchor were not returned, it cannot be determined how the suture fractured.

Event description:
It was reported that patient underwent shoulder repair on (B)(6) 2012. The anchor was loaded with #1 maxbraid suture. When the knot was deployed towards the glenoid, the suture fractured easily. The anchor had been fully seated into the glenoid bone when suture fractured, causing the patient to retain the anchor not serving its intended purpose.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number two states, "bending or fracture of the implant". Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2012-00398 / 00399). The user facility is outside of the united states. No medwatch report was received.